Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4274644; medical device expiration date: 2019-09-30; device manufacture date: 2014-10-01; medical device lot #: 4274645; medical device expiration date: 2019-09-30; device manufacture date: 2014-10-01. Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe with detachable needle, the needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other device single use?: no device returned to manufacture: no.

Event description:
It was reported that bd integra¿ syringe with detachable needle, the needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely.

Manufacturer narrative:
Investigation summary: no samples from the reported malfunctioning syringe were received. According to the complaint description and clarification from the customer and the sales representative, the product in question performed as designed and as intended. The needle was found in the plunger of the syringe as that is the place it retracts into by design. 199 samples in 2 boxes from batch #4274644 and 51 samples in 1 box from batch #4274645 were received, both (B)(4). All samples were sealed packaged syringes. No visual defects were observed on the returned samples. The representative samples from the 2 batches were all tested for needle retraction. 2 out of 199 syringes from batch 4274644 failed to have their needles retract immediately, but did so after a delay. All 51 syringes from batch 4274645 had their needles retract correctly. The integra syringe product in the complaint description functioned as designed by retracting the needle into the barrel. The needle retraction is not a defect, but a feature of the product. The syringe is not intended to be taken apart after activation. Detaching the hub would expose the spring and the metal cutter, which are part of the retraction mechanism. It is unsafe to do so, it would then be difficult and unsafe to reattach the hub, the spring and the barrel and would lead to the condition described in the complaint. DHR review: release date: 10/23/2014. Released quantity was 358,700. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4274644 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Release date: 11/30/2014. Released quantity was 284,500. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4274645 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause for the retraction failure in the returned samples is associated with the materials or the assembly process. The reported defect was not confirmed and no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd integra¿ syringe with detachable needle, the needle retracted prematurely. Furthermore the user did not realize the needle had retracted, therefore the patient was given an x-ray scan to determine if the needle was lodged in the patient. Scan was negative and the user then realized the needle had retracted prematurely.